Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited low impedance. The lead was capped. The patient was in stable condition post procedure.